Manufacturer narrative:
Correction to a previously submitted MDR to correct the primary unique device identifier (UDI) number in section d4.

Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name in section d1 and the model number, catalog number and primary unique device identifier (UDI) number in section d4.

Manufacturer narrative:
The device was disposed; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. As indicated in the operational instructions preparation for use: verify compatibility of interacting devices prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. If there is any further relevant information, a follow up medwatch report will be submitted.

Event description:
The wire and balloon got stuck and could not be removed. Eventually they were pulled out together. They were eventually removed together. Patient outcome: no patient injury.